Manufacturer narrative:
The vessel sealer instrument was returned for evaluation. Failure analysis did not confirm the customer reported complaint of intermittent sealing. The instrument passed electrical continuity testing. The instrument was installed into the instrument control box (icb). The blue light indicator on the icb lit up on indicating power was being delivered and unit was properly connected. Multiple self-tests were performed on the instrument and it successfully passed. The instrument was installed on an in-house system passed energy activation with no occurrences of error codes or error messages. A wet paper towel was held between the instrument's grips and it began to steam when the seal pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. There was no loss of power or intermittent energy observed. Grip force testing of all wrist orientations were found to be with in specifications. The instrument passed the electrode gap test and the gap was found to be within specifications. The reported complaint of the vessel sealer not cutting was confirmed. Upon initial inspection, an exposed blade was noticed. The instrument was placed onto a test system and it failed self-check on the 1st attempt. After aligning the blade, the instrument passed the self-check. The knife cable was also found to be frayed at the knife blade. The known common cause of this failure is mishandling or misuse. A review of system data also showed blade jam and incomplete cut errors. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted partial nephrectomy procedure, the vessel sealer intermittently sealed the patient's tissue. While there was no report of any patient harm, recurrence of the reported failure mode could cause or contribute to an adverse event if the failure mode was to recur. It is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci assisted partial nephrectomy procedure, the vessel sealer instrument was intermittently sealing the patient's tissue. The vessel sealer was also not cutting. There was no report that any fragment(s) from the instrument fell into the patient and there was no report of any patient harm, adverse outcome or injury due to the sealing issue. The planned surgical procedure was completed. According to the initial reporter, the surgeon and staff were not seeing the thermal tissue effect consistent with normal sealing. The audible tone was however heard coming from the erbe generator denoting that the sealing cycle was complete.